Manufacturer narrative:
During failure analysis, overheating could not be duplicated. Visual examination revealed worn/damaged motor cartridge and drive shaft assembly. Worn driveshaft bearings were identified as the probable cause of the overheating. The damaged parts were replaced and the device was cleaned, lubed, adjusted and returned to the customer.

Event description:
The stryker core impaction drill was sent in for evaluation due to overheating during a wisdom tooth extraction procedure. No adverse consequence was reported, another device was used to complete the procedure without any procedure delay.